Event description:
It was reported that the lead would insert into the neurostimulator. A different neurostimulator was used successfully. There were no patient injuries and the pt recovered with no sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.